Event description:
It was reported that this pacemaker exhibited noise and oversensing on the ventricular channel. High capture thresholds were noted as well. The involved right ventricular (rv) lead is a non boston scientific product. The patient reported experiencing pocket stimulation. A follow up with cardiology was scheduled. No additional adverse patient effects were reported. At this time, this device system remains in service.